Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for low blood glucose of 22 mg/dl. Customer indicated that prior to hospitalization, she was not feeling well and went to bed however, she woke up in the ambulance. The insulin pump was removed in the ambulance. Troubleshooting could not be performed as the customer had previously traded in her pump for another pump.